Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device exhibited the elective replacement indicator (eri). The device later reached eol (end of life) and completely stopped pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon preliminary analysis, the device had no telemetry or output. The device lost telemetry and function due to battery depletion. The current drain level was higher than normal for this device and the cause of the early battery depletion. Upon further analysis, the high current drain was shown to be due to a shorted piezo (patient alarm). The device was shown to have functioned nominally through eri (elective replacement indicator) and for at least 7 additional months but eventually lost functionality.

Event description:
It was reported that the device exhibited the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.